Event description:
Additional information received indicated the surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead adapter was returned cut and incomplete. Only 5.5cm of the terminal end segment was received. Analysis of the lead adapter showed indications the lead adapter may not have been fully inserted into the header of the ipg. However, as there were no reported impedance issues prior to explant, it could not be determined if this contributed to the issue. The lead adapter segment passed continuity testing on all channels. As the lead adapter was returned incomplete, it could not be determined if it contributed to the reported issue. The root cause of the issue could not be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33396. Related manufacturer reference number: 1627487-2020-48507. It was reported the patient was not receiving effective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. Surgical intervention may be pending to address the issue.